Manufacturer narrative:
Results of investigation are pending; however, spectrum medical considers bobbin failures to be reportable. Follow-up: device is pending return to spectrum medical i.e., the results of an investigation are still pending. Follow-up #2: device is still pending return to spectrum medical i.e., the results of an investigation are still pending.

Event description:
User reported issue related to bobbin not locking in roller pump. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation are pending; however, spectrum medical considers bobbin failures to be reportable. Follow-up: device is pending return to spectrum medical i.e., the results of an investigation are still pending. Follow-up #2: device is still pending return to spectrum medical i.e., the results of an investigation are still pending. Follow-up #3: investigation confirmed that bobbins would not stay in a locked position. Faulty components were replaced during repair of pump. Functionality of the pump was confirmed, and the device was found to operate as expected.

Event description:
User reported issue related to bobbin not locking in roller pump. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation are pending; however, spectrum medical considers bobbin failures to be reportable.

Event description:
User reported issue related to bobbin not locking in roller pump. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation are pending; however, spectrum medical considers bobbin failures to be reportable. Follow-up: device is pending return to spectrum medical i.e., the results of an investigation are still pending.

Event description:
User reported issue related to bobbin not locking in roller pump. There was no patient involvement associated with this event.